Manufacturer narrative:
Analysis received the unit with flashing display problem isolated to lcd board.

Event description:
The customer reported via phone call the insulin pump has a display anomaly. The customer's blood glucose was 60 mg/dl at the time of incident. The customer stated the screen fades in and out. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.